Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to follow-up after having experienced an inappropriate shock. Review of the episode noted oversensing noise. The physician suspected the electrode was fractured: however, this was not confirmed via x-ray. Additional information provided from the field indicated that the shock impedance values were reported to be high (142 ohms) and the r-wave amplitude morphology measurements were not acceptable in the primary vector. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to follow-up after having experienced an inappropriate shock. Review of the episode noted oversensing noise. The physician suspected the electrode was fractured: however, this was not confirmed via x-ray. Additional information provided from the field indicated that the shock impedance values were reported to be high (142 ohms) and the r-wave amplitude morphology measurements were not acceptable in the primary vector. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.